Manufacturer narrative:
H10: an analysis of the logs of the ultrasound system was performed. The logs did not include any exams on the event date. The customer also had no recordings of images of the reported failure. Philips does not have enough information to assess this issue any further. The engineering team was unable to confirm the failure. H11: device problem code and evaluation results code updated/corrected.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
The customer reported their exam was interrupted with data from another patient being mixed into the current exam. There was no patient injury caused from this event.

Manufacturer narrative:
The customer reported their epiq 7g ultrasound machine has mixed two different patients data. Philips has started an investigation into this issue. Additional corrective data will be included in a follow up report upon investigation completion.